Event description:
Healthcare professional reported that patient was injected with 0.5ml juvéderm® voluma¿ with lidocaine in left cheek. Healthcare professional also reported the syringe was a re-use. Ten weeks later, patient developed inflammatory nodule. Hcp noted, "ultrasound 1 showed a mass of 1cm (10mm) and ultrasound 2 showed a mass of 23x4mm." Patient was treated with oral corticosteroids, pyostacine®, and clarithromycin. Hcp noted, "symptoms resolved intermittently."

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, healthcare professional clarified it was the initial use of the syringe as it was used directly after the syringe was opened. Patient was treated with clarithromycin and doxycycline for 14 days. Event ongoing.